Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a other (unusual issue) issue. The reporter stated that the pump is not downloading diasend correctly. Per diasend - patient's downloading technique is correct and they are using the correct dongle cord [ir l1 for (B)(6) os]. The reporter stated that they downloaded an update per diasend and this did not resolve the issues and they also tried this on a different computer. Per diasend - this means there is "no issues on their end". Patient stated there is no definitive damage to the ir window. Pump is being replaced due to patient's insistence and conversation with diasend. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/08/2016 with the following findings: no damage was found to the ir window. The pump history was successfully downloaded using a diasend uploader version 2.4.0. The alleged issue could not be duplicated.